Manufacturer narrative:
As part of troubleshooting, the customer was advised by abbott to replace the ict module (part 09d28-03) and ict probe (part 09d63-03). After replacing the ict module and probe the customer did not report any other low results. Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, a labeling review, instrument log review, and an instrument service review. No returns were made available from the customer site for this evaluation. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. The issue was resolved through standard troubleshooting procedures. Service history review identified no contributing factors to the customer issue. Based on all available information and abbott diagnostics complaint investigation, no product deficiency was identified. (B)(6).

Event description:
The customer observed falsely depressed sodium patient results while using the architect c16000 analyzer ict module. The following data was provided. The customer used normal range 136 to 145 mmol/l. Sid (B)(6), initial 117, repeat 139. No impact to patient management was reported.